Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the mid rca. The pt was asymptomatic during this event. The maverick otw balloon catheter was removed and replaced with another maverick otw 1.5x20 mm balloon catheter to successfully complete the procedure. No pt injuries were reported. Pt status is reported as 'good'.